Event description:
It was reported that during sterilization at the healthcare facility, the diode cover of the shunt placement tool fell off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, however, a root cause for the diode cover falling off could not be determined. The device was not returned to the healthcare facility, as it was not repairable.

Event description:
It was reported that during sterilization at the healthcare facility, the diode cover of the shunt placement tool fell off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.